Event description:
Two devices (part#cev134) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 2: cev134 (lot#111002) - mfg date: october 2011. Cev134-lot#120701 was evaluated and indicated that the electrode coating was heavily damaged. The plastic part is carbonized. The coating was probably damaged by excessive abrasion probably during the reprocessing stages. The plastic combustion was due to the formation of an electric arc probably following the abnormal presence of liquid or tissue on the pins. Cev134-lot#111002 was evaluated and indicated that the coating was heavily damaged. The forceps was in short circuit. The coating was damaged by excessive abrasion probably during the reprocessing stages. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: n/a. (B)(4).